Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root cause may include kinks, leaks or blockages. The IFU offers further guidance. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that immediately after changing the dressing and resuming treatment, in the renasys touch device & power sup the message of blockage alarm was displayed on the screen. The problem was not solved by exchanging the canister. The procedure was completed, without delay, using a s+n back-up device. No patient injuries and no other complications were reported.